Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ('allergy to nickel') and menometrorrhagia ('menometrorrhagia refractory to various treatments with clots') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), restless legs syndrome ("restless legs"), neuralgia ("neuralgia of the upper limbs"), gastrointestinal disorder ("gastrointestinal disorders") and balance disorder ("impaired balance"). The patient was treated with surgery (hysteroscopy with endometrectomy in (B)(6) 2018 and laparoscopic vaginal hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the allergy to metals, menometrorrhagia, restless legs syndrome, neuralgia, gastrointestinal disorder and balance disorder outcome was unknown. The reporter considered allergy to metals, balance disorder, gastrointestinal disorder, menometrorrhagia, neuralgia and restless legs syndrome to be related to essure. The reporter commented: the causal link between the presence of essure and menometrorrhagia is uncertain. Consumer underwent a laparoscopic vaginal hysterectomy for peri-menopausal menometrorrhagia associated with a probable poor tolerance to the essure tubal sterilisation implant placed on the right side simply because there was failure to place on the left side. It was reported that device is available. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Pathology test on an unknown date: simply found a glandular cystic endometrium but the gynaecological symptoms persist. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ('allergy to nickel') and menometrorrhagia ('menometrorrhagia with clots refractory to various treatments') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), restless legs syndrome ("restless legs"), neuralgia ("neuralgia of the upper limbs"), gastrointestinal disorder ("gastrointestinal disorders") and balance disorder ("impaired balance"). The patient was treated with surgery (celio-assisted vaginal hysterectomy with adnexal conservation and hysteroscopy with endometrectomy in (B)(6) 2018). Essure was removed on (B)(6) 2020. At the time of the report, the allergy to metals, menometrorrhagia, restless legs syndrome, neuralgia, gastrointestinal disorder and balance disorder outcome was unknown. The reporter considered allergy to metals, balance disorder, gastrointestinal disorder, menometrorrhagia, neuralgia and restless legs syndrome to be related to essure. The reporter commented: the causal link between the presence of essure and menometrorrhagia is uncertain. Consumer underwent a laparoscopic vaginal hysterectomy for peri-menopausal menometrorrhagia associated with a probable poor tolerance to the essure tubal sterilisation implant placed on the right side simply because there was failure to place on the left side. It was reported that device is available. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Pathology test - on an unknown date: simply found a glandular cystic endometrium but the gynecological symptoms persist. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2020: quality-safety evaluation of ptc. We received a device sample in this case. A technical investigation was conducted, including a review of complaint records and other relevant data; should any new and reportable information that becomes available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ('allergy to nickel') and menometrorrhagia ('menometrorrhagia with clots refractory to various treatments') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), restless legs syndrome ("restless legs"), neuralgia ("neuralgia of the upper limbs"), gastrointestinal disorder ("gastrointestinal disorders") and balance disorder ("impaired balance"). The patient was treated with surgery (celio-assisted vaginal hysterectomy with adnexal conservation and hysteroscopy with endometrectomy in (B)(6) 2018). Essure was removed on (B)(6) 2020. At the time of the report, the allergy to metals, menometrorrhagia, restless legs syndrome, neuralgia, gastrointestinal disorder and balance disorder outcome was unknown. The reporter considered allergy to metals, balance disorder, gastrointestinal disorder, menometrorrhagia, neuralgia and restless legs syndrome to be related to essure. The reporter commented: the causal link between the presence of essure and menometrorrhagia is uncertain. Consumer underwent a laparoscopic vaginal hysterectomy for peri-menopausal menometrorrhagia associated with a probable poor tolerance to the essure tubal sterilisation implant placed on the right side simply because there was failure to place on the left side. It was reported that device is available. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Pathology test - on an unknown date: simply found a glandular cystic endometrium but the gynecological symptoms persist. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: essure removal questionnaire received: patient demographics were provided. Essure was removed due to peri-menopausal menometrorrhagia. Physician considered that essure caused or contributed for patient's condition. Essure removal method updated to "celio-assisted vaginal hysterectomy with adnexal conservation". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ('allergy to nickel') and menometrorrhagia ('menometrorrhagia refractory to various treatments with clots') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), restless legs syndrome ("restless legs"), neuralgia ("neuralgia of the upper limbs"), gastrointestinal disorder ("gastrointestinal disorders") and balance disorder ("impaired balance"). The patient was treated with surgery (hysteroscopy with endometrectomy in (B)(6) 2018 and laparoscopic vaginal hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the allergy to metals, menometrorrhagia, restless legs syndrome, neuralgia, gastrointestinal disorder and balance disorder outcome was unknown. The reporter considered allergy to metals, balance disorder, gastrointestinal disorder, menometrorrhagia, neuralgia and restless legs syndrome to be related to essure. The reporter commented: the causal link between the presence of essure and menometrorrhagia is uncertain. Consumer underwent a laparoscopic vaginal hysterectomy for peri-menopausal menometrorrhagia associated with a probable poor tolerance to the essure tubal sterilisation implant placed on the right side simply because there was failure to place on the left side. It was reported that device is available. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Pathology test - on an unknown date: simply found a glandular cystic endometrium but the gynaecological symptoms persist. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.